Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported a loss of therapy. The patient had brain seizures prior to implant due to being battered for years. The patient had a seizure six months prior to this report, approximately (B)(6) 2015, and on (B)(6) 2015 and she fell both times. The ins had moved on its side and the patient could feel and see the jagged edges but there was no pain. The patient's relevant medical history included non-malignant pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.